Event description:
It was reported that during a ptca/rotational atherectomy procedure, the burr became lodged in the stent and was unable to be advanced or removed. The patient was taken to surgery to have the system successfully removed from the left anterior descending artery (lad). The procedure was not completed due to this event. The patient status is listed "fine". Additional information regarding this event has been requested.

Manufacturer narrative:
As this device was disposed, an analysis could not be performed. The complaint source confirmed that the product had been disposed and no analysis was possible. Because the batch number for this complaint is unknown, the shop floor paperwork could not be examined. The root cause of the difficulties experienced during the procedure could not be determined.